Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An olympus site representative was informed following by user: the same error cord was displayed when connecting other scopes. The scope which was connected with the device might have been immersed in water. The user thought no failure with the device. The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is possibly that the user connected to the light source device when the electrical contacts of the scope connector were not sufficiently dried or when there were foreign substances (chemical residue, scale, dust, gauze fluff, etc.).

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the unspecified procedure, error b30 (scope communication error) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.